Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/08/2019. It was reported a pull off suture needle and breakage suture issues. Unopened samples and one empty opened foil of product code: jv461, lot: pbbccmr0 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or breakage suture were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle or performance breakage suture was found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbbccmr0 number, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture pulled off and broke easily. There were no adverse patient consequences reported.